Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination identified a complete break approximately 1mm distal to the strain relief on the hypotube of the device. Multiple kinks were also noted along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual and tactile examination identified multiple kinks along the length of the shaft polymer extrusion. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that may have contributed to the complaint incident. A visual and microscopic examination identified no damage to any of the blades. All blades were present and fully bonded to the balloon material. No issues were noted with the blade or pad that could have contributed to the complaint incident. The balloon was unfolded which indicates it had been subjected to positive pressure. Due to the hypotube break it was not possible to inflate the balloon material. A visual and microscopic examination identified a 2mm longitudinal with a 1mm circumferential tear in the balloon material. The tear was identified over the distal markerband. No issues were noted with the balloon material that could have contributed to the complaint incident. The rate of burst pressure of this device is 12atm (atmospheres). A visual and microscopic examination identified no damage or any issues with the tip or markerbands of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, dilatation was performed on the lesion area; however, it was noted that the balloon ruptured at 6atm. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, dilatation was performed on the lesion area; however, it was noted that the balloon ruptured at 6atm. The procedure was completed with another of the same device. No patient complications were reported.